Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when the iol was implanted sometimes it became cloudy like condensation in the patient's eye. The cloudiness disappeared naturally. The surgery itself was completed without product replacement, the lens still remains in the patient's eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The reported complaint cannot be confirmed based on the available information. Complaint have been received describing that lenses were reported by doctor for the presence of a polychromatic sheen visible. The cause of sheen or film-like appearance is a result of a change in the positioning of the iol (intra ocular lens) during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. No reports of impact to visual function in any of the complaints reported. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).